Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the cath lab a male pt had a catheter placed for treatment by the md. Per the perfusionist, at the end of the procedure when moving the pt to the bed, it was found that there was a crack in the y connector of the intra-aortic balloon (iab) where the pressure and helium come together. The split was in the transducer side. As a result, the defect was plugged with bone wax. The catheter went off the brachial arterial pressure (ap) for the rest of the night. There was no delay in therapy. There has been no report of pt death, complications or injury. The pt outcome is pt is doing fine in intensive care unit.